Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the bmw guide wire broke at the end of the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.